Manufacturer narrative:
Since the initial report, a review of the manufacturing records showed all requirements were met with the product performing acceptably and within anticipated rates. Complaint data shows no other occurrences of anemia for the device. Anemia post vaserlipo treatment is possible depending on the patient and procedure that was conducted. The treating physician confirmed that he did not believe there to be a direct correlation between the patient''s anemia and the vaser. Review of this case shows the patient was administered a large amount of fluid (approx. 7.5 l). It is possible that hemodilation occurred post operation and as third space fluid occupied tissue over time there was a drop in hematocrit. Vaser user manual advises operators that: the volume of blood loss and endogenous body fluid loss may adversely affect intra and/or postoperative hemodynamic stability and patient safety. The capability of providing adequate, timely replacement is essential for patient safety. Based on available information, this was an isolated incident that was most likely patient or procedure related.

Manufacturer narrative:
Device not returned for evaluation. The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. These items are not a viable source of evaluation data and the system has no system/data logs that can be reviewed. A review of the device history records is in progress. Regarding the patient¿s condition, physician did not report the device to be suspect. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Physician reported performing procedure on (B)(6) 2019 on a female patient. Treated areas included upper and lower abs, flanks, lateral and medial thighs, and lower legs. It was reported that the patient had no complications prior, during, or directly post procedure. On (B)(6) 2019, patient presented with signs of acute anemia. Patient was admitted to the hospital and underwent a blood transfusion. It was reported that the patient was released from the hospital in good condition. Physician reported that the patient has a history of recurrent vasovagal and orthostatic hypotension and was therefore referred to endocrinology for evaluation. It was noted that the aspirate during the (B)(6) 2019 procedure was not bloody and that the patient did not develop any hematomas after the procedure. Additionally, no system errors occurred with respect to the device and the physician did not notice anything out of the ordinary during the procedure.